Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patent that the pod's cannula did not deploy indicating a needle mechanism failure. The cannula was not visible and the patient stated that they only see pink on the pink slide.

Manufacturer narrative:
The device was received deployed. The data shows that the device completed both priming sequences with an expected number of pulses in each sequence. Inspection of the cannula assembly found the exposed portion of the soft cannula to be torn. It could not be conclusively determined when or how this damage occurred. Inspection of the needle mechanism components found no damages or manufacturing deficiencies that would prevent the needle mechanism from deploying as intended.